Event description:
The facility's administrative technician reported to baxter (B)(4) a secondary set that did not have a roller clamp. This condition was observed before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection revealed that the roller clamp was missing, confirming the reported condition. The root cause is not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.